Event description:
The manufacturer representative reported the patient's device was explanted due to a pump pocket infection. The drug used in the pump is lioresal 500 mcg/ml at a dose of 100 mcg/day. The patient's mother indicated the patient has a history of self mutilation and the patient was self inflicting wounds to himself and the pump through the incision site. The mother indicated this is the third infection the patient has had. There was no reported issue with the device. The patient recovered without sequela. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.